Event description:
Radiologist had difficulty deploying biopsy clip. The sheath that the clip slides thru became stuck in breast and biopsy clip did not deploy. Manufacturer response for eviva stereotactic biopsy device, eviva stereotatic biopsy device (per site reporter).